Manufacturer narrative:
Service inspected the analyzer and found a gel substance around the ict probe. Service replaced the probe, and the depressed sodium result issue was resolved. A definitive part was not identified as the likely cause of the depressed calcium results issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed architect calcium result. The result was not reported out of the laboratory. Sid (B)(6) initially tested at 1.46 mmol/l for calcium. Repeat testing of the sample generated a result of 2.31 mmol/l. No adverse impact to patient management was reported.